Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the adapter would not mate with a new reload after a few fires on the stomach. The blue release tab was fully pressed when unloading the last load. Next, the tech took off the adapter and attempted to place the adapter back on. The handle's display screen showed that there was already a load attached and flashes to take the load off. But there is no load attached nor will the adapter allow for a new load to be attached. The the adapter also sounded different when placing it onto the shell. All other components worked fine on a different setup except the adapter. Finished the case with a new handle and adapter since the adapter broke and would not mate with a load. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device showed that the rotating ring in the distal end of the adapter was rotated out of position. This prevented the loading of a reload. It was reported that the device broke and the device was difficult to load. The device gave unexpected audible feedback of normal use and the device detected a reload as being attached when there was no reload attached. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.